Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer will resume insulin. There was no reported adverse impact to the customer¿s blood glucose.